Event description:
It was reported by the affiliate that during a breast biopsy the mmt generator alarmed an error code 'l3-021'. Later another device was used to complete the or. The device will not be sent to us. No patient consequence reported.

Manufacturer narrative:
Based upon the inquiry information received, visual and functional examination, the customer's complaint could not be confirmed. The device was functionally tested, met all requirements and returned to the customer.